Event description:
A malfunction alarm occurred, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was informed to contact technical support again if the issue reappeared and was able to continue using the pump without further incident.